Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the termination cover was missing from the pad. There was no cover over the point where the cord attaches to the pad. The pad was not used. There was no pt involvement.